Event description:
The customer reported that this unit was showing a charge shock error.

Manufacturer narrative:
The customer reported that this unit was showing a charge shock error. The unit was evaluated at philips, and the failure was verified. Replacement of the therapy pca resolve the reported failure.